Event description:
A report was received that a patient's precision system was explanted. The patient was experiencing discomfort at the ipg site and no longer used the device. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.